Event description:
It was reported that the patient experienced syncope, with intermittent loss of capture noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-45 lead, implanted: (B)(6) 2004. (B)(4).